Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a procedure for treatment of stenosis caused by a malignant tumor, performed on (B)(6), 2010. According to the complainant, during the release phase, there was an expansion problem with the stent. After an unknown amount of time, the stent was removed. The procedure was completed with another wallflex enteral colonic stent. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
(B) (4)

Manufacturer narrative:
The user facility reported that upon completion of a patient procedure the surgical table base and column began to smoke. Hospital personnel unplugged the table and transferred the patient to a stretcher. No injury was reported to either the patient or hospital staff. A steris service technician inspected the table and found the power supply was damaged and the shroud assembly was not properly sealed with rtv sealant. The technician replaced the power supply, cable assembly, and fuse holder and applied rtv sealant to the shroud assembly. Upon further discussion with facility personnel, it was identified that the surgical procedure performed was fluid intensive and the fluid collection system was out of position during the procedure, subsequently allowing fluid to spill onto the base of the table and into the power supply, causing the power supply to fail and smoke. The surgical table is not under steris service contract. The table has been repaired and returned to service; no further issues have been reported with the equipment. Steris has contacted the facility to schedule an in-service training on the use of the surgical table and is awaiting their response. (B) (4)

Manufacturer narrative:
Steris offered refresher in-service training on the use and operation of the table however the facility refused additional training.